Event description:
According to the reporter: the patient had an infection and the mesh had to be removed. The current patient status is fine and there was no tissue damage or patient injury.

Manufacturer narrative:
(B)(4).